Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the intra-aortic balloon (iab) was pushed approximately .05cm into the sheath before strong resistance was met causing the catheter to become stuck in the sheath. As a result, the doctor decided to interrupt the procedure and continue working using a new catheter.